Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional thoracic aortic aneurysm (taa) procedure. Reportedly, a link break occurred after removing the plunger with a prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 22fr and the taa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the posterior needle tip was not blown through the posterior foot pocket inducing a separation at the cuff when the plunger was pulled. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.